Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 500 mg/dl. The customer was experiencing unexplained high glucose for one month. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. During the call it was also found that the customer was not using proper rotation method. Advised the customer to try two new areas and to rotate twice accordingly, then introduce the stomach back onto the rotation method. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.